Event description:
Procedure type: sigmoid resection. According to the rptr: the device fired and left a hole w/o any staples. The doctor fired the device first on the bowel and he transected the bowel but found no staples deployed and the bowel was opened. The surgeon proceeded to open another device and fired lower on the bowel and he could see right away that there was a hole in the staple line; the staple line was not complete. Despite the incomplete staple line, the surgeon fired the (B)(4) and on inspection of the staple line there was a hole in the bowel.

Manufacturer narrative:
(B)(4).